Manufacturer narrative:
The device was returned for analysis and the reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a 90% de novo lesion in the superficial femoral artery (sfa) with mild calcification and mild tortuosity. The 5x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed; however, although the thumbwheel rotated in the direction indicated, the stent failed to deploy. Therefore, the sess was removed from the patient. Another absolute pro stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the first ring of the stent implant at the distal end was expanded. The distal sheath was retracted, 30 mm from the base of the tip. The sheath was separated from the distal end of the shuttle inside the handle. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.